Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 223 mg/d. The customer was assisted with troubleshooting and no report of pump screen flashing when screen was turned on after being in sleep mode. Customer was forgot to disconnect from the insulin pump when she walked into a medical resonance index. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Customer was advised to place the insulin pump in storage mode, remove battery, press and hold the back button until the screen turns off. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor anomalies noted during testing. Device functioning properly. (B)(4).